Event description:
The lens could not be implanted correctly. The doctor slightly enlarged the incision to implant a different model lens.

Manufacturer narrative:
See MDR 1920664-2010-00176 for the delivery device used with this lens.